Event description:
The physician was using a penumbra system 032 to treat an ischemic stroke when the separator 032 fractured in the mca approximately 4-6 cm from the distal tip. The physician attempted to retrieve the fractured piece during the case but was unsuccessful. The fragment remains in the patient's mca. The physician admits he torqued the separator in an attempt to navigate and avoid perforating the vessels. The physician reported that the pt is doing "ok."

Manufacturer narrative:
Conclusion: the damaged separator is under investigation at the hospital. The hospital has said they will return the device to penumbra after their investigation is complete. The hospital plans to report the event to FDA. A follow up MDR will be submitted when the device is returned and the investigation completed.